Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
One unspecified mentor saline implant was received by the mentor failure analysis lab on august 22, 2020 with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following erroneously omitted information in the previously submitted report: sections e1. Initial reporter country code. E2. Health professional? E4. Reporter also sent report to FDA? G3. Report source (others). Were erroneously left blank, and have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Leak testing was performed, according to with mentor procedure, and it revealed a tear within the crease/fold measuring approximately less than 0.1 cm. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).